Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: crease fold, wear abrasion, deformation, calcification white in the surface of the shell and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product, double capsule, calcification, capsular contracture baker grade iii to IV.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additionally reported left side "calcification, double capsule," and "caps contracture," baker grade iii to IV. Device has been explanted.